Event description:
Complainant alleged that during routine shift check by a clinician the device displayed status code "check electrodes" inappropriately. There was no patient involvement in the reported malfunction.